Event description:
Patient had right cochlear implant placed 5 years ago. The device failed and had to be explanted and a new device implanted. According to the physician this device failure is well known to the company. The family has attorneys involved in retrieving this device.